Manufacturer narrative:
Upon investigation of the actual device used in this incident, no problem was detected. The field service engineer conducted a diagnostic, but no issues were identified. Customers were able to print successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, zebra printer was not printing the patient labels. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.